Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a downgrade procedure, the right ventricular (rv) lead did not fit into the header of the new implantable pulse generator (ipg). It was also noted that there was a grommet or setscrew issue. A different ipg was used instead. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.